Manufacturer narrative:
The device was returned for evaluation and it was confirmed the returned unit did not meet all specific functional test. The unit was received with the ratchet extension arm not going through the base smoothly. Root cause was unknown, however device manufactured in 2001. The device exceeded it's expected life of seven (7) years.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the ratchets of a1108 mayfield triad skull clamp did not catch properly and the plunger had to be pulled by another set of hands while applying. Additional information received on 09aug2019 indicating that the incident occurred on (B)(6) 2019 wherein they attempted to place it on the patient and the device slipped improperly. There was no patient injury and surgery delay noted.